Manufacturer narrative:
(B)(4). G2. Report source: france. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient had an initial surgery with a plate. Subsequently, had spontaneous right femur pain due to fracture of an osteosynthesis plate and fracture of the lower end of the right femur, for this reason, approximately 5 months post implantation, underwent a revision surgery. Plate was replaced. Diligence is completed and no further information on the reported event has been provided.

Event description:
Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, d9, g3, g6, h2, h3, h6, h11. The ncb plates was returned for investigation. The fracture can be confirmed as the plate is fractured into two parts through a screw hole. Both the bone-facing side of the plate as well as the face opposite to the bone, show some polished area around the fracture line. The same polishing can also be found on the side of the plate and around another one of the screw hole. The fracture surfaces exhibit signs of damage, likely resulting from reciprocal contact after the fracture occurred; however, the undamaged areas display beach lines, features that indicate a fatigue fracture. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Complaints are monitored per complaint trending process in order to identify potential adverse trends. Based on the analysis of the retrievals, a fracture of the ncb periprosthetic proximal femur plates can be confirmed and most likely attributed to fatigue. Review of the manufacturing records confirm that the product was manufactured according to specification; therefore, it is not expected that the manufacturing process contributed to the reported issue. In conclusion, since the cause may be multifactorial, consisting of patient- and procedure-related factors, a definitive root cause could not be identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.